Event description:
The tip of the stem broke during implantation in primary surgery and may have been left in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.